Manufacturer narrative:
Per tandem user guide "avoid exposure of your t:slim pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin solutions can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your t:slim pump at any time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a blood glucose (bg) level of over 600 mg/dl, neuropathy, and ketones. Customer was treated with intravenous saline, insulin, potassium, and antibiotics. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the insulin had gone ¿bad¿ due to be exposed to extreme heat. Customer confirmed the pump functioned as intended.